Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the symptoms. Eight days after hospitalization, a peritonitis diagnosis was made. The cause of the peritonitis was reported to be due to a ruptured appendix. The patient was treated with unspecified antibiotics (dose, frequency, and route of administration not reported) for the event. The patient's catheter was removed, pd therapy was discontinued and hemodialysis was started. At the time of the report, hospitalization and antibiotic treatment were ongoing. No additional information is available.